Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 03/16/2018, that on (B)(6) 2017, the patient experienced a loss of connection. No additional event or patient information is available. Data is available for evaluation. A follow-up report will be submitted upon its completion. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and it confirmed the customer complaint. The reported event loss of connection was confirmed. The root cause could not be determined.